Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple power source alerts occurred while the pump battery was charging. Customer continued to charge pump and battery charging issue was resolved. Customer's blood glucose was 102-103 mg/dl.